Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vra173. The sample was then tested with 0.8% resolve panel b. Test results were inconclusive. All testing was initially performed on the provue. Testing was then performed in manual gel; results were confirmed. The patient sample was sent to the reference lab for identification. The reference lab identified anti-fya and anti-kell using peg tube method. Qc was acceptable on the day of testing. Patient sample was not available for further investigation.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Patient sample was not available for further investigation. (B)(4).